Manufacturer narrative:
Qn# (B)(4). The reported complaint of "misfire/jam-staples not forming/closing" was confirmed based upon the sample returned. The customer returned one unit of 528135 visistat 35r 6/box for investigation. Visual examination of the returned sample revealed that the first two staples appeared misaligned. The stapler was returned with 32 staples remaining in the cover block indicating at least 3 staples were fired by the end user. For functional testing, an attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, two staples fired. One staple formed properly, and another staple didn't form properly. The next 19 staples fired properly. To simulate skin insertion, 10 staples were fired into a simulated skin pad. None of the staples fell off or removed from the simulated skin pad. The stapler was disassembled, and it was confirmed to have been assembled correctly. Die casting anomalies were observed on the forming tool. No other defects or anomalies were observed with the device. Each stapler is fired three times and then 100% inspected for proper staple alignment at the manufacturing site. For this reason, it is unlikely that the issue was present at the time of assembly. A device history record review was performed, and no relevant findings were identified. It could not be conclusively determined what caused the staples to misalign. An investigation was initiated to further investigate the issue. The investigation is still on-going. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that while in use on a patient, "clip not closing". As a result, a 2nd stapler was used to complete the procedure. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. Visual examination of the returned sample revealed that the first two staples appeared misaligned. The stapler was returned with 32 staples remaining in the cover block indicating at least 3 staples were fired by the end user. Dimensional inspection was not required as a part of this complaint investigation. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, two staples fired. One staple formed properly and another staple didn't form properly. The next 19 staples fired properly. To simulate skin insertion, 10 staples were fired into a simulated skin pad. None of the staples fell off or removed from the simulated skin pad. The stapler was disassembled, and it was confirmed to have been assembled correctly. Die casting anomalies were observed on the forming tool. No other defects or anomalies were observed with the device. A CAPA was opened by the manufacturing site to further investigate the issue of visistat regular staplers failing to function properly. Additional testing was not required as a part of this complain t investigation. Per DHR the product visistat 35r 6/box lot # 73e2200553 was manufactured on 05/16/2022 a total of 15,000 pieces. Lot was released on 06/01/2022. DHR investigation did not show issues related to complaint. The IFU for this product was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." Each stapler is fired three times and then 100% inspected for proper staple alignment at the manufacturing site. For this reason, it is unlikely that the issue was present at the time of assembly. It could not be determined what caused the staples to misalign. The reported complaint of "misfire/jam-staples not forming/closing" was confirmed based upon the sample returned. Visual examination revealed that the first two staples appeared to be misaligned. Upon engagement of the trigger, two staples fired. One staple formed properly and another staple didn't form properly. The next 19 staples fired properly. To simulate skin insertion, 10 staples were fired into a simulated skin pad. None of the staples fell off or removed from the simulated skin pad. The sample was disassembled, and die casting anomalies on the forming tool was discovered. No other defects or anomalies were observed. Each stapler is fired three times and then 100% inspected for proper staple alignment at the manufacturing site. For this reason, it is unlikely that the issue was present at the time of assembly. A DHR review was performed with no evidence to suggest a manufacturing related issue. It could not be conclusively determined what caused the staples to misalign. A CAPA was opened by the manufacturing site to further investigate the issue of visistat regular staplers failing to function properly. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that while in use on a patient, "clip not closing". As a result, a 2nd stapler was used to complete the procedure. No patient harm or injury. The patient status is reported as "fine".